Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.